Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 497 mg/dl and they were in emergency room now due to diabetic ketoacidosis. Customer reported that at the emergency room, they injected morphine due to stomach pain. Customer also mentioned when he took a bath, he put the insulin pump on suspend delivery and forgot to resume delivery. The customer provide any symptoms regarding high blood glucose such as vomiting, nausea and abdominal pain. The insulin pump was not returned for analysis.